Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 implantable tachy lead: (B)(6) 2010. 5076-45 implantable pacing lead: (B)(6) 2010. 4194-88 implantable pacing lead. (B)(4).

Event description:
It was reported that there may be premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.